Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the water filter had an e01 error (water supply insufficiency error) occur one minute before the end of the cleaning process. The issue occurred during reprocessing. There were no reports of patient harm.